Event description:
This is report 1 of 2 for the same event. Report received from (B)(6) stating that while a surgeon was trying to attach a cutter/burr device to an attachment device of a motor drill, the cutter/burr device broke. When the surgeon attempted to attach a spare cutter/burr device, the spare device broke as well. It is unk if another spare device was available. It is unk if the device was used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
Device evaluation: the actual device has been returned. Reliability engineering evaluated the device. A visual inspection of this device was performed under 10x magnification. During inspection, it was observed that the tip of the device was broken off. Therefore, the reported condition was confirmed. Evidence suggested that the cutter was exposed to excessive lateral force during use. The device is designed for plunge cutting holes only. Additional information: a review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. The attachment device passed all manufacturing and test requirements at the time of manufacture. A trend review indicated no increase in complaints of this nature for this device. Monitoring will be conducted for similar reports to determine if further actions are required. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information his received, a supplemental report will be sent.